Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system on-site and identified that the system was unable to boot up. During troubleshooting, fse confirmed an issue with the software. To resolve the issue, fse reinstalled the systems software. After the reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.